Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp) power cable needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6)). Additional point of contact name: (B)(6). Contact department: head of the section of medical apparatus and devices. Occupation: administer/ supervisor. Phone number: (B)(6). A getinge field service engineer (fse) stated that it is due to normal wear and tear of the cable. Fse recommended to replace the power cable. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.